Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, the dilator was removed from the faradrive steerable sheath clear, and the physician aspirated the device with a syringe, air ingress was observed through the sheath valve. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported, clarification was provided that the sheath was in the patient when the dilator was removed, air ingress was observed, and the hemostatic valve was damaged. The sheath was replaced, and the procedure was completed. The device is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The reported event was confirmed.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, the dilator was removed from the faradrive steerable sheath clear, and the physician aspirated the device with a syringe, air ingress was observed through the sheath valve. The procedure was completed and there were no patient complications. It was further reported, clarification was provided, the sheath was in the patient when the dilator was removed, air ingress was observed, and the hemostatic valve was damaged. The sheath was replaced, and the procedure was completed. The device was received for analysis.